Event description:
The patient underwent a primary left total hip arthroplasty in 2007. She had a zimmer durom acetabular component in place. The patient experienced clicking and giving away in the groin. It was determined that there was most likely microscopic aseptic loosening of the acetabular component. The patient underwent a revision of the left total hop arthroplasty of acetabular and femoral head components due to a failed device in late 2008. Dates of use: 2007 -- 2008.